Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting left hip revision due to pain and metal synovitis. Thickened capsule was observed during the procedure, debriment and extended trochanteric osteoty was performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 01.01012.446 ¿ durasul cocr head ¿ 61671729, 437644061 ¿ durasul liner ¿ 62190214, 536100061 ¿ rim flare shell ¿ 62352779, 00771301200 ¿ modular femoral stem ¿ 62201728. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision due to synovitis, pain and metallosis approximately 2 years post implantation. During the procedure, the stem and cup components were found to be well fixed, however the surgeon opted to perform an eto in order to remove the stem and fixed the femur with wires. The head and liner components were also removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.